Event description:
This medwatch report was initiated upon the receipt and initial inspection of the device, at which time it was determined that the reported malfunction is a reportable event, as the hole int he catheter was noted to be distal to the suture wing. The complainant reported that a vaxcel pasv PICC that had been therapeutically placed in a pt (age and gender unk) approx 2 weeks previous was noted to have a hole in the catheter. The device was removed from the pt and another replacement device was successfully implanted. No sequellae was identified by the complainant as a result of the reported problem.